Event description:
It was reported that the pump will not turn on. During troubleshooting it was disccovered customer just received pump and it was still in storage mode. Pump was removed from storage mode and turned on. Customer's blood glucose level was 506 mg/dl. The customer administered a manual injection to address their bg. Reportedly, the customer continued to use the pump for insulin therapy.